Event description:
An implant card was received for the patient's generator replacement surgery. The reason for replacement was indicated to be due to battery depletion as the device could not be interrogated pre-operatively. After generator replacement, the diagnostic test results revealed that the lead was ok. The lead was not replaced. The explanted generator was returned for analysis. The generator was able to be interrogated upon receipt and noted low battery. Based on the results of analysis, the device exhibited current consumption rates within specifications, demonstrating normal battery depletion. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found with the generator. Programming history was reviewed for the previous generator and noted no anomalies and no recent diagnostics. No additional relevant information was received to date.

Event description:
It was reported by a provider that a patient went in for a consult for lead revision, due to a fractured lead. The provider did not have the most recent diagnostics or settings. No known surgery has occurred to-date. Additional relevant information has not been received to date.